Event description:
It was reported that prior to a routine replacement procedure of a cardiac resynchronization therapy defibrillator (crt-d) device due to normal battery depletion, intermittently elevated, out-of-range shock impedance measurements were noted from this right ventricular (rv) lead (from 90 to 140-150 ohms). Lead integrity testing was recommended, but the physician elected to only replace the device due to the unavailability of anesthesia management during a prolonged procedure. When the lead was connected to a new crt-d, the impedance was in-range at 85 ohms. The physician suspected the fibrosis was the cause of the high impedance measurements and is continuing with remote monitoring. Should the impedance become elevated again, thorough lead integrity testing will be performed. At this time, the rv lead remain implanted and in-service. No adverse patient effects were reported.